Event description:
Information was received that this smiths medical legacy plus pump displayed "high pressure" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was unable to be confirmed, the pump's downstream occlusion sensor was tested and was found to be operating properly and activating within specification. Inspection of the pump's event log and found "high pressure" messages that were previously displayed. The pump passed all tests and was found to be operating properly. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.